Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: while trying to introduce the eea device and dilating the port side of the trocar, the cannula broke off the hub. After the hub broke, the cannula was removed. Then they were able to insert the device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).